Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record and UDI are in-progress. All information reasonably known as of 30 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidents, which were associated with separate units. This is the second of two reports. Refer to 9611594-2026-00034 for the first report it was reported, an nasogastric (ng) tube was found to be leaking. Upon return of the ng aspirate, a leak was observed within the patient¿s nostril, approximately 2 cm inward from the tube holder. The location of the split suggests it is unlikely to have been caused by handling. The tube had been in situ for only 24 hours, and the patient was too clinically unstable to mobilize or reposition in bed. Per additional information received on 13jan2026, the patient was receiving continuous feedings through the ng tube. No blended feeds or thick-consistency formulas were administered. The tube may have been used for oral and/or crushed medications. The tube was flushed each time medications or feedings were administered; the tube had been in place for only four hours. A 20 ml or 50 ml syringe was used for flushing. There was no history of clogging prior to the rupture. Flushing was performed manually using a syringe. A 20 ml or 50 ml syringe was used for manual flushing. Pump use was not applicable. Warm solution was used for any attempted unclogging.